Event description:
It was reported that during a procedure in which the depth was being monitored under x-ray, a synthes dhs reamer was noted to have gone further than intended into the pelvic cavity. This caused unintentional puncture/laceration to an organ and blood loss was reported. When the reamer was removed and examined, it was noted that the lock was disengaged. No further info was provided.

Manufacturer narrative:
The device has not been received for eval. Add'l info will be submitted once the device is received and the quality investigation is completed.